Manufacturer narrative:
Event conclusion: cpi analysis found that the ipg passed all automated electrical measurements and paced and sensed normally during all tests. All four set screws moved freely within their cavities and all capture washers were normal. The ipg meets specifications, therefore cpi could not confirm the allegation.

Event description:
Event description cpi received information that an invasive procedure was performed to analyze the implantable pulse generator (ipg) system. Atrial lead damage was suspected. The set screw of the ipg was found to be 'frozen in the open position'. The physician elected to explant the ipg.